Manufacturer narrative:
The device was returned and evaluated. During returned instrument testing evaluation (rite), an external inspection was performed and no issues were noted. Functional and electrical testing were performed. Rite electrical testing failed the ground bond test which revealed the device was out of specifications for the resistance measured. The inspection revealed the cause of the failure was due to a loose and detached door ground wire. The door ground wire was replaced to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. There was no patient involvement. No additional information is available.